Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer bumped into a cabinet and the touchscreen became shattered and unresponsive. The pump subsequently declared a malfunction alarm. The customer's blood glucose level was 104 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.